Event description:
The reporter stated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens in the pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to a refractive change overtime. The lens was exchanged for another lens, same model, size and diopter. The pt's last visit was on (B)(6) 2012, bcva was 20/15. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4) - (secondary procedure), refractive change overtime. (B)(4).